Event description:
It was reported that the patient experienced no stimulation sensation with symptoms of acute pain in her back. The reporter indicated that the patient's stimulation stopped working on (B)(6) 2012 when she was just about to charge her implantable neurostimulator (ins). The patient had been without stimulation since then and couldn't function without it. It was noted that when stimulation was working, it helped with the pain quite a bit. It was also indicated that the patient had tried to get in touch with her clinical specialist but had been unsuccessful. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3778-60 lot# serial# (b)(46), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).